Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent hyperglycemia up to 300 mg/dl and occasional hypoglycemia with a lowest value of 63 mg/dl, with contributing behavior identified as late meal announcements; the user was advised by a clinician specialist, data were synced, and clinical coaching was provided, with a factory reset planned after coaching. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included self-management with oral glucose as needed and no hospitalization. Investigation included data synchronization review and clinician-led troubleshooting and education. Investigation of this case revealed user-related use error due to delayed or missed meal announcements rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and adherence issues.